Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an osteotomy procedure for an unknown fracture on an unknown date, utilizing a 2.4 mm cannulated screw. There was discomfort with implant, subsequent hardware removal reported postoperatively related to dps implant. No surgical revision was necessary as there was a union of fracture achieved until 12 weeks post op. Patient outcome is unknown. No further information is available. This complaint involves one (2) device. This report is for (1) 2.4mm cannulated screw long thread 14mm. This is report 2 of 2 for complaint (B)(4).